Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occlude feet on the light blue main body. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken. This issue was identified during an unknown process step during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.